Manufacturer narrative:
Product recall initiated on august 21, 2007.

Event description:
Pt has right knee ligamentoplasty in 2007. The screw has been resorbed more quickly at the tibia level and a revision surgery has been performed to remove the screw later on. There is no additional info available at this time.